Event description:
This implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense channel only. The noise was not reproducible and resulted in inhibition of pacing. All lead measurements are normal. The device has been explanted and returned for analysis. A new cardiac resynchronization therapy defibrillator (crt-d) was successfully implanted.